Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak beneath the returned mini cap. The reported condition was verified. The damage to the female connector was determined to be the cause of the reported leak. The cause of the damaged female connector could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage when a minicap was attached to a minicap transfer set; further described as ¿iodine from minicap leaked after cap on¿. This was observed during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.